Event description:
I have been very ill, I have been seeing a neurologist, pc, and am seeing rheumatologist now. I have all the symptoms of breast implant illness. I have allergan silicone implants. There is a (B)(6) group I have joined with over 5,000 women who all have implants and the same symptoms. Silicone and saline implants are not safe, this illness, needs to be made aware to dr's. I am getting these toxic bags out of me as soon as I can.